Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were having issue with the current ins. The patient reported that they were charging too frequently, every other day. The patient was reviewed that if the ins is depleting fast, there could be changes that could be made to programming, so that it doesn¿t deplete as fast. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had notified their hcp of this issue, and an appointment had been scheduled for (B)(6) 2018, and it was reported a manufacturer¿s representative (rep) would be present. The patient stated the issue was not resolved, and no cause or contributing circumstance was known to them. There were no reported complications and no further complications were expected.